Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted device found it to be satisfactory.

Event description:
A report was received that the patient was diagnosed with an infection in the vicinity of the ipg site with symptom of wound dehiscence. The patient was prescribed antibiotics. The patient underwent a procedure where the ipg was explanted. The physician did not believe that the infection was device related.